Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, and capsular contracture.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted. Healthcare provider additionally reported capsular contracture baker grade unknown.

Event description:
Healthcare professional reported, a right side deflation. Device remains implanted. Healthcare provider, additionally reported, capsular contracture, baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening on radius side assessed as fold flaw opening. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: observed creases on the device. Observed wear abrasion on the device. Brown particles were observed inside the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted. Healthcare provider additionally reported capsular contracture baker grade unknown.

Event description:
Device has been explanted.